Manufacturer narrative:
(B)(4).

Event description:
It as reported that the pt experienced a shocking/jolting sensation on the right side of her leg which started a few days ago. There were no falls or trauma associated with this event. It was noted that she also had a neurostimulator for pain relief that was implanted on her right side. Her urinary stimulator was implanted in the left buttock area. Impedance measurements were within normal range. Palpation of the device did not cause any stimulation changes. Add'l info was requested. See mfrs report # 3004209178201100254 for the pt's pain neurostimulator issue.